Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 - code b20: device remains implanted, and no images were provided; therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A study alert from the pivotal aaa 17-01 (tambe) clinical study was received: on (B)(6) 2022, a tambe procedure was performed and the study patient was implanted with several gore® excluder® devices and a gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). Gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used as branch devices in the visceral arteries. Two or more vbx devices were implanted the superior mesenteric artery (sma), left renal artery, right renal artery, and one vbx device in celiac artery. On (B)(6) 2024, the patient was reported to be in a local hospital with renal failure and is on dialysis. No intervention was reported involving the study device. As stated, patient records were requested. Updated information states a non-contrast CT scan that was done at an outside hospital but they could not determine anything about the renal stents from that scan. The physician did not want to give patient contrast for the CT scan due to the renal failure. Ultrasound was suggested, but no further information at this time. Five vbx devices were implanted. (B)(6) right renal artery first distal extension, (B)(6) right renal artery most proximal within the portal, (B)(6) left renal artery first distal extension, (B)(6) left renal artery second distal extension, (B)(6) left renal artery most proximal within the portal. On (B)(6), 2025 patient had right and left renal artery occlusion. Reportedly all five vbx devices occluded. The patient passed away on (B)(6), 2025, due to cardiorespiratory arrest. Per the attending physician, the death was not associated with the gore devices.